Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/03/2014). The patient¿s test strips have been returned on 8/21/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/13/2014), the patient¿s meter has been returned on (B)(4) /2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 4:00 pm the patient obtained the blood glucose reading of 102 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient took no actions due to this meter reading. Thirty minutes afterwards, the patient experienced the symptom of convulsions. Emergency services were contacted and at 4:30 pm paramedics tested the patient¿s blood glucose level to be 27 mg/dl. The patient was treated with a glucagon injection. The patient manages his diabetes with insulin pump therapy. Troubleshooting revealed the patient was incorrectly storing the test strips outside of the vial, which can compromise the test strips and contribute to inaccurate readings. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by incorrectly handling/storing the test strips. However, as the patient experienced symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining a normal reading on the reported meter, and received emergency medical attention and treatment with glucagon, this complaint is being reported.